Event description:
The customer contact reported a leak of an unspecified chemotherapeutic agent. Prior to patient use, leakage was noted "from the edge of cassette." There were no reported adverse effects to patient or healthcare provider. No medical interventions were necessary. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.